Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported experiencing high blood glucose of 329mg/dl, and his glucose was treated with a shot. Troubleshooting was performed. The time, date, and basal rates were correct, but the bolus wizard settings were unknown. Reviewed the alarm history and found several no delivery alarms and no error codes. Assisted the caller to run a manual prime test and the insulin did exit. The customer did not have a tubing clamp available to continue testing, and he requested having a replacement since he felt the insulin pump was not functioning. A follow up was conducted and found that the paramedics were called and treated him at home. No further information was provided.